Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump before calling for support, and technical support decided to replace the pump. The customer was advised to put the pump into storage mode before returning it and to return the problematic pump to tandem using a pre-paid label. No backup therapy was available, so the customer was advised to reach out to their healthcare provider.